Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The mixing pump was replaced. Device passed all tests and is ready to use. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device display stayed black. Per follow up information received via email on 06feb2023, no patient involvement. They guessed the control panel would be replaced but would see what was done to do the repair. Per sample evaluation results received on 25apr2023, it was reported that the functional check revealed a defective mixing pump.

Event description:
It was reported that the arctic sun device display stayed black. Per follow up information received via email on 06feb2023, no patient involvement. They guessed the control panel would be replaced but would see what was done to do the repair. Per sample evaluation results received on (B)(6) 2023, it was reported that the functional check revealed a defective mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.